Event description:
Same case as MDR ID: 2134265-2013-03801. (B)(4). It was reported that post a stenting treatment procedure, the patient expired. The patients' qualifying condition was unstable angina (braunwald classification iiia) with silent ischemia and the subject was referred for cardiac catheterization in (B)(6) 2013. The 99% stenosed, 40mm in length target lesion was located in the proximal to mid right coronary artery (rca) with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilatation and the placement of 2.75 x 38mm and 3.00 x 12mm study stents and post dilatation resulting in 0% residual stenosis. The patient was discharged seven days later on aspirin and clopidogrel. At 51 days post index procedure, the patient expired due to cardiac reasons. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).